Manufacturer narrative:
Device investigation narrative - one suturefix ultra anr s was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. One of the fork tines has broken off and was returned for evaluation. The tine is dramatically bent. The condition of the tine indicates that an excessive amount of force was placed on the inserter during anchor insertion. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Further investigation is not warranted at this time. Device returned for evaluation, device evaluated by the manufacturer, evaluation codes updated. (B)(4).

Manufacturer narrative:
The lot number of this product is either 50627127 or 50627128. The manufacturing and expiration dates are the same for both possible lot numbers.

Event description:
It was reported that the tip of the suturefix inserter broke during an arcr procedure. All material from the broken device was removed. After a delay of 5 minutes, the procedure was completed with a backup device. No patient injury or complications were reported.